Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0184336, medical device expiration date: 4/30/21, device manufacture date: (B)(6) 2020. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: customer wanted to report tubes that are being rejected as they are not filling up to at least the minimum fill etched line. No specific date or specific amount of occurrences. "They are reporting issues in the or. They draw with syringe and use a btd. The tubes the or is using expire (B)(6) 2021. The syringe does cause a drag when transferring. The clinics are also having problems but she states that they use all bd products and if they draw with a wing set that they use a citrate tube as a discard tube. She is getting the lot#'s the other sites are using and will also email pictures when available. They have had platelet clumping issues sporadically in the past and it has been determined that it is a mixing issue. " additional information received: customer info received (B)(6) 2021: discard tube was drawn. Phlebotomist stated she removed the tube from the vacutainer holder when the tube stopped filling. Lot#'s: 0258261 exp. 6/30/21 and 0184336 exp. 4/30/21.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, 10 retention samples from each indicated lot from the bd inventory were evaluated by functional testing and the issue of underfill was not observed. Bd was able to confirm the customer¿s indicated failure mode because the photo does show the top of the liquid is below the etched line; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: customer wanted to report tubes that are being rejected as they are not filling up to at least the minimum fill etched line. No specific date or specific amount of occurrences. "They are reporting issues in the or. They draw with syringe and use a btd. The tubes the or is using expire april 2021. The syringe does cause a drag when transferring. The clinics are also having problems but she states that they use all bd products and if they draw with a wing set that they use a citrate tube as a discard tube. She is getting the lot#'s the other sites are using and will also email pictures when available. They have had platelet clumping issues sporadically in the past and it has been determined that it is a mixing issue. " additional information received: customer info received 04/06/2021: ¿ discard tube was drawn ¿ phlebotomist stated she removed the tube from the vacutainer holder when the tube stopped filling. ¿ lot#'s: 0258261 exp. 6/30/21 and 0184336 exp. 4/30/21.